Event description:
Pt was admitted to the hosp for removal and replacement of bilateral breast implants secondary to rupture of implants and baker grade 4 capsules. Bilateral capsulectomies were performed at the time of surgery. The capsules were extensively calcified. The pt authorized the hosp to dispose of her surgically removed breast implants.